Event description:
Hospital reported a foreign substance was found in the syringe prior to using the syringe. The reported event did not result in pt/operator injury or death.

Manufacturer narrative:
Pending investigation. Upon receipt of the investigation, a medwatch 3500a supplement report will be submitted.